Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, withdrawal resistance occurred. The target lesion was located in the posterior descending artery (pda) off of the right coronary artery (rca). The 28x2.25 taxus liberte stent delivery system (sds) was advanced to the lesion. The stent was successfully deployed; however it was difficult to remove the delivery balloon. The contrast and saline solution was removed before attempting to remove the device but it appeared that one of the balloon folds was caught in a stent strut. It was reported that the delivery balloon was removed without issue to the patient. The patient's current condition is listed as "ok". Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)